Manufacturer narrative:
Exemption number e2015055. Approx 7 devices were received for evaluation; 6 events were confirmed during testing. Approx 4 devices were found to be affected by worn components. Approx 2 devices were found to be affected by a damaged rotor. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event.   There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 7 malfunction events in which the device overheated. Approx 2 events had patient involvement; no patient impact. Approx 5 events had no patient involvement; no patient impact.